Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. A 10 x 3.00 flextome¿ cutting balloon¿ catheter was selected for use. During the procedure, it was noted that the balloon ruptured by nominal pressure. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the returned flextome cb monorail device. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be escaping from a pinhole leak which was situated 3.5mm distal to the distal end of markerband. A visual examination of the markerbands identified no issues which could have potentially contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. A 10 x 3.00 flextome¿ cutting balloon¿ catheter was selected for use. During the procedure, it was noted that the balloon ruptured by nominal pressure. The procedure was completed with a different device. No patient complications were reported.